Manufacturer narrative:
Section a2, a4, a5 and a6: unknown, information was requested but not provided. Section b3: date of event: unknown, not provided, but the best estimate date is between december 8, 2025 and march 26, 2026. Section h3:the device was not returned for evaluation therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect- impact code 4613: minor injury/illness/impairment: dissatisfied : patient dissatisfaction with treatment. Attempts has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded multifocal intraocular lens (iol), model drn00v, was opened and implanted into the patient¿s right eye for approximately 3 to 4 months. The lens was subsequently explanted for an unknown reason and replaced with a new lens. Additional information received confirmed that the reason for explantation, per the surgeon, was patient dissatisfaction with vision and a desire not to wear glasses. Information regarding pre-operative and post-operative refraction, refractive target, and best spectacle-corrected visual acuity (bscva) is unknown. It is also unknown whether the patient experienced any impact on activities of daily living, loss of two or more lines of bscva, or whether the patient was over- or under-corrected. The replacement lens used was the same model with a 1.5 d difference (drn00v, 27.5 d). No capsular tear, unplanned vitrectomy, or sutures were required. No medications outside the standard of care were prescribed. The patient outcome status remains unknown, and post-operative refraction with the replacement lens is not available. No additional information was provided.